Manufacturer narrative:
The technician inspected the bed and found the casters were worn and would no longer lock into brake. The account has taken the bed out of service and will not repair at this time.

Event description:
The account alleged when the brakes were set on the bed, the caster would still swivel. The account stated that a loud noise was heard from the room. A patient was attempting to get in the bed and fell when the bed slipped away from them. The patient denied having any pain in the back or hips and no injury reported.